Manufacturer narrative:
As received the valve exhibits indentations in the free margins of leaflet 2 and 3 at commissure 3 are evident; folds and creases are also noted in leaflets. Such characteristics are typical to those made by a suture loop; however a suture track was not detected. Thus the disruptions may have been caused by a chordae tendineae. No other inconsistencies are detected or in the x-ray, as the wireform is intact. The valve was examined visually and with a light microscope. (B)(4).

Manufacturer narrative:
(B)(4): suture loop. Method: device not returned. Additional manufacturer narrative: operative report and echo were indicated to be provided but have not been received. This device is the replacement device to one previously reported under serial number (B)(4). Both devices are to be returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Event description:
Valve was inserted on (B)(6) 2010, incompetence noted on day 3, at surgery found to have a suture looped around commissure.